Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient from (B)(6) who was receiving intrathecal baclofen via an implanted infusion pump. The concentration and dose were not reported. The type of baclofen, concomitant medications, and medical history were not obtainable. On (B)(6) 2015 information was received from a health care provider via a representative that on approximately (B)(6) 2015 during normal use, the pump alarmed and it was determined that the motor stopped. The patient experienced withdrawal symptoms, the patient was hospitalized and the pump was replaced on approximately (B)(6) 2015. At the time of the report, the issue was resolved and the patient's status was reported as alive with injury. The implant date of the pump, cause of the motor stall, number of stalls, recovery, concentration and dose of baclofen, patient injury specification, patient outcome and device status were not reported and were all requested. Additional information was received from the manufacturer representative on 2016-01-05. It was indicated that the type of baclofen in the pump was lioresal 2000 mcg/ml (dose unknown). The implant date of the patient's pump was (B)(6) 2009. There was more than one motor stall in the logs. Pump event logs showed the following: on (B)(6) 2015 a motor stall occurred at 22:51 a recovery occurred on (B)(6) 2015 at 10:46, a stall occurred on (B)(6) 2015 at 01:28 and recovered on (B)(6) 2015 at 06:37, a stall on (B)(6) 2015 at 19:36 and recovery on (B)(6) 2015 at 19:57, a stall on (B)(6) 2015 at 20:41 and recovery on (B)(6) 2015 at 21:36, a stall on (B)(6) 2015 at 22:28 and recovery on (B)(6) 2015 at 17:57, a stall on (B)(6) 2015 at 18:51 and a pump period may exceed tube set on (B)(6) 2015 at 18:51. The estimated elective replacement indicator was noted as 6 months. The cause of the motor stalls was not determined. The patient's specific injury was reported as the pump change. The patient status was okay and the therapy was working. The device was to be returned to the manufacturer. Additional information was requested for untranslated information and the indications for use. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The pump was returned infusing at minimum rate of 11.9 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event.

Event description:
Additional information was received from a company representative on (B)(6) 2016, who noted the indication for pump use was tetra spasticity. Per session reports previously provided, it was noted that the catheter length was unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.